Event description:
It was reported by the (B)(4) study that during a device check the day after implant, the right ventricular (rv) lead had frequent loss of capture at maximum output. The lead was repositioned and remains in use. It was further reported that the lead had been dislodged. No patient complications have been reported as a result of this event.

Event description:
It was reported by the (B)(4) study that during a device check the day after implant, the right ventricular (rv) lead had frequent loss of capture at maximum output. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.